Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, when the other instruments of the set were positioned on 0, the ring of the vanguard 360 5mm femoral offset reamer bushing had to be positioned on 10 to obtain the offset defined by the surgeon. It appeared that the ring of the bushing had an engraving issue. There was no patient injury or delay in the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; device information & expiration date - unknown ; date implanted - unknown; PMA/510(k) number ; manufacture date ¿ unknown.